Event description:
Boston scientific received information that the physician believed the transformer of this latitude power cord burnt out due to the smell.

Manufacturer narrative:
Voltage testing of the power brick initially found that the unit did not output the amount of energy as expected and the green led did not illuminate. However, after the power brick exhibited excessive temperatures when it was returned, the green led did activate and the output reached the appropriate output. The temperature then started to decrease. The manufacturer concluded that the observations of excessive temperature was a result a component malfunction that occurred in the power brick.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this latitude power cord was analyzed. After this latitude power cord had been plugged in for 20 minutes, it became excessively hot to touch, a burning smell was noticed, and as a result the case melted. Laboratory analysis confirmed the field observations.